Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as peritoneal inflammation. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, was treated with unspecified drugs for the event. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further follow up.